Event description:
It was reported that "cco not working" - per end user "not accurate". Biomed stated "cco not accurate (too low) per end user (clinician on floor). End user compared cco to manual on bedside. Biomed checking with unit to see what course of action they will take. No patient injury reported.